Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient experienced jolting. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :39565-30, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that electrode 0 measured out of range prior to an ins revision which occurred on (B)(6). Since then, patient has been experiencing about 2-3 shocks per day which can not be related to position. Ins replacement was performed due to normal end of service and during the ins revision they also moved/adjusted the pocket a bit. It was suggested to the rep to have patient turn off the device and see if this issue is stimulation related, the rep is also to reprogram the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative stating they reprogrammed the device to avoid contact 0. At the time of the replacement surgery extensions were removed from old header block, examined thoroughly, wiped clean of moisture and reinserted. Initial peri-operative impedance indicated many high impedances. Extensions were removed and reseated and only contact 0 was in the greater than 10,000 out of range box. Physician opted to leave it as it was as this was the case prior to replacement and coverage was reportedly good. Patient was reprogrammed during their last visit with the physician with a completely separate group to avoid any out of range contacts. Coverage was reported to be good, and no complaints of shocking.